Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 103, which was not reproduced. System error 103 was confirmed through a review of the event history log. No component causality was found.

Event description:
It was reported that a spectrum pump displayed system error 103 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.